Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was stated that the patient had multiple stimulation programs and the programs for the legs and back were ''ok.'' However, the program for the right arm was sending stimulation into the left arm. The reporter stated that there was some stimulation in the right arm, but in order to get pain relief in the right arm the stimulation had to be so strong that the patient got electrical shocks into the left arm. It was stated that the when the patient would lift his head straight up, he got ''electrocuted'' in the left arm so bad that ''it would shake.'' It was also noted that the patient ''could not grip and lost function" of the left arm. It was further stated that when the patient lowered his chin down to his chest, stimulation would go away completely. The patient had pain in his right arm ant it ''would not move.'' The reporter stated the situation ''sucked and made him puke." The reporter stated that the symptoms were present after an accident. It was stated that the patient was riding his bike at "about 27 mph and hit a deer ... He flipped 3 times in the air." It was noted that the patient was a triathlete and made his symptoms worse by participating in a ''few more races since then.'' Additional information received at the beginning of (B)(6) 2012 reported that no x-rays were done and reprogramming was attempted, but was unsuccessful in stimulation coverage of the right arm. It was noted that the patient swam in 10 foot waves, as well as crashing his bike in a previous triathlon. The patient was working with the physician on scheduling an appointment to discuss any interventions. It was stated that the patient still was not receiving adequate coverage in the right arm and was getting stimulation in the left arm. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).